Manufacturer narrative:
(B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation. (B)(4).

Event description:
It was reported by the company rep visiting the customer site that the resident was being transferred from the broda chair to the bed using maxi move passive lift device. The staff member couldn't find a large standard sling ((B)(4)), the resident was insistent on being put back to bed, so that staff used an extra-large toileting sling ((B)(4)). The resident was raised up to be transferred to bed and slipped out of the sling hitting her head and hip on the floor. As a consequence of the event the resident (an elderly female) received a significant subdural hematoma on the back of head and fractured right hip, then was taken to the hospital. Arjohuntleigh was informed that the resident died after 2 days of the incident.